Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was observed that the wire had broken at the midpoint. As the device was carefully withdrawn from the scope, a portion of the wire was seen protruding. It was reported that no part of the cutting wire detached and fell into the patient. The customer also provided a video from the procedure showing the device inside the patient that the cutting wire broke. The procedure was completed with the original device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results. The device was not returned for analysis and was reported to be disposed; however, a media analysis was performed based on the video provided by the customer where it was possible to observe within the patient anatomy during the procedure, and it was noted that the wire broke. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of wire break was confirmed. After media analysis it was found that the cutting wire broke in patient anatomy, however, there is not enough evidence to determine whether the problem was induced due to the physician's technique during the procedure or was related to a device malfunction. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.